Manufacturer narrative:
Evaluation - method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed initial autotesting for amplitude, discharge, and impedance. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: #1627487-2010-00492. The pt received her scs system consisting of an ipg and two percutaneous leads on (B)(6) 2009. It was reported on (B)(6) 2009 that the pt requested removal of the scs system due to loss of stimulation and loss of pain relief. The physician explanted the system on (B)(6) 2009. The explanted devices were returned to ans for analysis. No further info is available.